Event description:
Customer reported a blood glucose result of 447 mg/dl after having dipped his finger into cake frosting, washed his hands and got 98 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.